Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited pacing inhibition. This lead was also undersensing resulting in therapy delayed for more than sixty seconds. The patient underwent a replacement procedure, and this lead was explanted and replaced. No additional adverse patient effects were reported.